Event description:
It was reported that the customer's blood glucose was 600 mg/dl, which she treated with a manual injection. She stated that her blood glucose level had been high for two days. During troubleshooting it was discovered that there was a bent cannula on her infusion set, which she was instructed to replace. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.